Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17992. It was reported that hematoma and infection was observed. The infection was related to the implant procedure on (B)(6) 2021. The device was explanted. The lead will be explanted at a later date. The patient was stable.